Manufacturer narrative:
The manufacturing records were reviewed and no issues related to the nature of the complaint were found. The device was not available for return.

Event description:
It was reported to nevro that the patient experienced poor wound healing. The device was removed and it was noted that the patient was receiving effective pain relief while using their device.